Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the adc device compared to laboratory results. The customer experienced symptoms of lethargy, fatigue, and "dryness" and was taken to the hospital. Sensor readings of 3.0 mmol/l, 2.9 mmol/l, and 2.9 mmol/l were compared against laboratory results of 23.0 mmol/l. 22.0 mmol/l, and 22.5 mmol/l; the results, when plotted on a parkes error grid, fell into the 'd' zone showing the difference in values to be clinically significant. The customer was diagnosed with hyperglycemia and received insulin (dose/type unknown) for treatment and hospitalized for an unspecified duration. There was no report of death or permanent injury associated with this event.